Event description:
It was reported that during a thoracotomy procedure the surgeon stated that the stapler jammed during the firing cycle. He said he may have attempted to staple over a clamp but was unsure. He did say that he thinks it may not have been the stapler but I wanted to check it anyway. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the closing trigger and anvil in the closed position and the firing mechanism in the return stroke. Furthermore, an upper knife wing and the anvil knife slot at distal end were noted to be damaged; this condition leaded the knife to lose its intended position in relation to the anvil. One ecr60w cartridge reload was loaded in the device; it was received fully fired. Upon evaluation, the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.